Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. An error code (8476) was seen on the personal therapy manager (ptm) on this report date and the patient contacted the health care professional¿s office to inform them of this, it was reviewed that the code meant that a motor stall occurred, the stall was seen at initial interrogation and it was unknown as to whether the patient recently had a magnetic resonance imaging (MRI). Troubleshooting could not be performed due to lack of access to product. The health care professional was advised to have the patient see their managing physician to have the pump checked. It was noted that the health care professional was working with the surgeon who implanted the pump, the health care professional did not know who the patient sees for pump management. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a manufacturer representative reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The representative stated the patient had a pump replacement last week ((B)(6) 2017) due to the pump ¿alarming early.¿ the representative stated the hcp did pumps without the representatives present, so she was unaware of the replacement until that day ((B)(6) 2017). The representative stated the printout showed on (B)(6) 2017, a motor stall and stopped pump period may exceed tube set occurred. The representative did not have the logs with them at the time of the call. The representative stated the old pump would be sent back for analysis, but stated the operating room would be sending it back; she did not have access to the pump. No patient symptoms were mentioned. The representative requested assistance with decoupling and recoupling the personal therapy manager (ptm) with the new pump; coupling was successful with the new pump. No further patient complications were reported. The pump contained fentanyl [50 mcg/ml] at a dose of 32.489 mcg/day and bupivacaine [50 mg/ml] at a dose of 32.489 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.